Event description:
It was reported that: the user noted that the device was not posting any anesthetic values after a vaporizer had been turned on. The user noted no odor. Pt monitoring did not indicate any issue with the pt. The pt's blood pressure was normally high. After the case, the pt reportedly had recall of the procedure. Counseling has been offered to the pt and the pt has since been discharged. A drager service rep evaluated the device at the facility. A performance check of the device found the device within specifications. The user had inadvertently attempted to anesthetize the pt by turning on a vaporizer which was stored in an inactive parking location on the side of the anesthesia machine. The device offers an active two vapor mount system. A separate mounting position for parking an inactive vaporizer is offered as an option and mounted on the side of the device. The facility recently had this option installed. The operator's manual defines instructions for proper delivery of anesthetic agent. Facility personnel have been retrained in the proper use of the device.